Event description:
Customer's father reports his daughter´s controller was in their pocket and when he took it out, it showed 8 units of insulin had been delivered, which he did not perform. According to her settings she would go more than low because the amount of insulin was delivered was too much for her. So he deactivated the pod right away and activated a new one. There was no medical event or interventions required. The device logs were uploaded for review and the physical controller is expected to be returned to insulet for investigation. If new information becomes available this case will be reassessed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.